Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the x-axis for the monitor, to minimum, using utility suite. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left image on the 9800 system was distorted (elliptical). When image is swapped to right monitor or saved it is normal. There was no report of pt injury.